Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and ventilator's airflow was low. The device was shut down. The patient required to be manually ventilated with a resuscitation bag. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the sponge of the inlet air path assembly was observed to have lifted up and blocked the air intake of the blower. The device's air inlet path assembly needs to be replaced to address the issue.